Manufacturer narrative:
The company service representative examined the system and could not replicate the reported event. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during phacoemulsification portion of a procedure there was poor aspiration. The procedure was completed using the same system with poor aspiration. There was no system message displayed. There was no harm to the patient. Additional information has been requested but not received.